Event description:
Facility in another country reported to smiths medicalthat the line detached at the pt side from the luer lock connection of the stopcock. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical. The finished product is further assembled, packaged and sterilized by smiths medical. Samples have been rec'd from the customer; however, smiths has not yet completed its investigation into this matter. A follow up report will be submitted as soon as the investigation has been completed.